Manufacturer narrative:
An unknown computer assisted navigation software was reported to be defective in mw5069532. The following devices have also been listed in mw5069532: x3 triathlon insert cr#7 9 mm; catalog:5530-g-709; lot: lce977. Triathlon prim cem fxd bplt #7; catalog 5520-b-700; lot: s7t4l. Triathlon asymmetric x3 patella; catalog 5551-g-350; lot: k10e. Triathlon cr fem comp #7 r-cem; catalog 5510-f-702; lot: s4jlx. With the amount of information present, it cannot be determined which device may have caused or contributed to the event. The device was reported to be unavailable for evaluation; therefore, no further information is available at this time. If further information becomes available, it will be evaluated and communicated.

Event description:
In response to mw5069532 received on 01-june2017, the following information has been received: a patient reported having had a total knee replacement in 2012 with the use of an unknown navigation system. The patient further reported that in 2017, a revision surgery was completed to remove the original knee implant and place a second total knee implant. The patient further reported that the 2012 total knee replacement¿s femoral component was the wrong size and rotated incorrectly, patella component was not the correct size, tibial component was misaligned, and computer-assisted navigation software was defective. As the navigation system listed in mw5069532 is unknown, we cannot confirm that our navigation system was the navigation system used in the underlying procedure. Additionally, we are unaware of any reported issues with ransomware or cyberattacks related to navigation systems prior to 2017.

Manufacturer narrative:
The device was not received for evaluation and no device specific details were provided by the initial reporter, therefore, no further evaluation is possible.

Event description:
In response to mw5069532 received on 01-june2017, the following information has been received: a patient reported having had a total knee replacement in 2012 with the use of an unknown navigation system. The patient further reported that in 2017, a revision surgery was completed to remove the original knee implant and place a second total knee implant. The patient further reported that the 2012 total knee replacement¿s femoral component was the wrong size and rotated incorrectly, patella component was not the correct size, tibial component was misaligned, and computer-assisted navigation software was defective. As the navigation system listed in mw5069532 is unknown, we cannot confirm that our navigation system was the navigation system used in the underlying procedure. Additionally, we are unaware of any reported issues with ransomware or cyberattacks related to navigation systems prior to 2017.